Manufacturer narrative:
Evaluation of the returned cat7 confirmed the catheter was fractured and was stuck inside the non-penumbra sheath. If the device is retracted against resistance, damage such as a fracture may occur. The proximal fractured cat7 segment was not returned for evaluation, and the returned segment was unable to be removed from the non-penumbra sheath during evaluation. Further evaluation revealed kinks and an ovalization on the non-penumbra sheath. The root cause of this damage could not be determined; however, this damage may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. It was reported that the patient had peripheral artery disease (pad). During the procedure, the physician completed two passes using the cat7. After completion of the procedure, the physician experienced resistance while removing the cat7 from the sheath and noticed that the cat7 fractured at the midshaft. The physician removed the proximal portion of the cat7. Fluoroscopic imaging revealed the remaining fractured portion of the cat7 was inside of the sheath. The sheath containing the fractured portion of the cat7 was removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.